Manufacturer narrative:
The device remains implanted. Investigation of this event is in progress. Recall of device is underway.

Event description:
It was reported that 1-day post-implantation of an intraocular lens (iol) into the right eye (od), the patient presented with layered hypopyon, fibrin in ac, and minimal corneal edema. Intravitreal injections of ceftazidime and vancomycin were administered, and a culture was taken for suspected endophthalmitis. Results of the culture were negative. Based on the findings the surgeon concluded the cause as toxic anterior segment syndrome (tass). Patient outcome is good. The following medications were prescribed for use at home postoperatively: compound prednisolone 1%, moxifloxacin 0.5%, nepafenac 0.1% 1 gtt qid x 1 week tapering weekly for 4 weeks. Prednisolone 1% 1gtt qid alternating with combo drop. Taper schedule.